Event description:
It was reported that this left ventricular (lv) lead exhibited high out-of-range (oor) pacing impedances, measuring greater than 3000 ohms. Subsequently, a revision procedure occurred to replace the patient's device due to normal battery depletion (nbd). The physician planned to replace the lv lead during this procedure as well, however, part of the patient's coronary sinus (cs) branch was occluded. The lv lead pacing and sensing were within normal limits, however, the thresholds were high and the impedances were oor. The physician elected to keep the lv lead implanted and continue to monitor the patient. No additional adverse patient effects were reported.